Event description:
Baxter affiliate reports a health care professional (hcp) in belgium intentionally punctured a hole in the body of homechoice cassette prior to use for demo treatment. No pt was connected. During prime, fluid leak was noted and entered device resulted in electrical problems in device and center. No pt injury was reported.